Event description:
Customer reported the insulin pump had a blank display. Customer's blood glucose was 156 mg/dl. Troubleshooting was performed. Possible causes of blank display were explained to the customer. Customer was advised to disconnect from the device. No damage to the device. The device was not dropped, bumped, or exposed to moisture. No damage noted in the battery compartment. Customer reported the battery compartment, battery cap, or spring was neither damaged nor corroded. Customer was advised to use a brand new battery, display did return. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.